Event description:
It was reported that the device would not detect the therapy cable assembly, when connected. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to damage to pins 45-51 on an integrated circuit chip, designator u6.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.